Event description:
Metal component/wire detached...lodged inside mouth "[foreign body in mouth]" , brush head separate...metal component/wire detached-oral-b/power oral care refills "[device breakage]" . Case narrative: relative/friend reported via e-mail that their son's brush head became loose as the metal component/wire detached from the brush head while brushing. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.